Event description:
On (B)(6), 2009, this patient was implanted with three gore excluder aaa endoprostheses to treat a less than 5 cm abdominal aortic aneurysm and left iliac artery aneurysm. It was reported, the trunk-ipsilateral leg component was implanted 10 to 15 mm below the renal arteries. On (B)(6), 2009, a follow-up cta identified a possible type ii endoleak. In (B)(6) of 2010 (exact date unknown), a follow-up cta again identified a type ii endoleak with 1 cm aneurysm enlargement. On (B)(6), 2010, a follow-up cta identified a proximal type I endoleak, reportedly due to disease progression. It was reported no migration was identified, and the patient was asymptomatic. On (B)(6), 2010, an additional procedure was performed whereby two additional devices were implanted to treat the proximal type I endoleak. Final angiography showed resolution of the type I endoleak, but the type ii endoleak from the lumbar arteries was again identified. The patient tolerated the procedure, and the physician will continue to monitor the patient at this time.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Add'l devices implanted and involved in this event: pxc201400/06592215, pxl161407/06704221.